Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 continuous glucose monitor became unpaired from the ilet device while the user continued to view glucose readings in the dexcom app, and the issue was resolved after toggling settings, restarting, and re-entering the pairing code, restoring connectivity and glucose display on the ilet. Symptoms included no adverse physiological effects and no reported changes in blood glucose control. Outcomes included no medical intervention, no hospitalization, and no impact on therapy continuity. Investigation included technical troubleshooting and user education. Investigation of this case revealed that device connectivity was restored through standard pairing procedures without hardware replacement. It was concluded that the event was related to pairing connectivity and resolved with troubleshooting, with no patient harm and no further action required.